Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was in the right ventricle. The ra lead was turned off and the patient will be observed. No patient complications have been reported as a result of this event.